Event description:
It was reported that after a workout the user reconnected the ilet pump and observed drops on the anchor, then realized the pump had not been fully paused because the on-screen yellow confirmation bar was not present; support reviewed proper pause and resume steps and the user confirmed understanding, with a reported blood glucose of 202 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device component and the medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.